Manufacturer narrative:
Section b2, b5, h1, h6: additional information.

Event description:
It was reported per the vad coordinator that the patient expired due to pump thrombus on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct cause for the elevated ldh, transcatheter aortic valve replacement (tavr), and elevation in pump power could not be conclusively determined through this evaluation. Furthermore, evaluation of the submitted log file confirmed the intentional pump stop due to the motor stopped command being pressed, which the account stated was pressed during the tavr procedure. The submitted log files contained overlapping data from (B)(6) 2019 at 4:29:42 pm to (B)(6) 2019 at 6:29:21 am and from (B)(6) 2019 at 12:29:33 pm to (B)(6) 2019 at 9:30:10 am. The log file captured a pump stoppage on (B)(6) 2019 at 5:33:58 pm due to the motor stop command being pressed, which is consistent with the report of the planned pump stop during the tavr procedure. The pump operated above the low speed limit for the remaining duration of the log files. The log file recorded a transient elevation in pump power to 11.7 w on (B)(6) 2019 at 3:53:35 pm. This event was associated with an increase in fixed speed to 10800 rpm, as well as a pi event. There were no atypical alarms and the log file appeared to show the system operating as intended. No autopsy was performed and the pump was not returned for evaluation. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The hm ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU explains how to use the pump stop button to turn off the pump and states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. This IFU and the heartmate ii lvas patient handbook also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that for approximately 20 second planned pump stop on (B)(6) 2019 during transcatheter aortic valve replacement (tavr) procedure and patient's lactate dehydrogenase (ldh) was trending up. Power trending up was noted on interrogation. Per technical services, the data reviewed showed lower power and flow readings following the pump stop that were most likely due to the set speed reduction to 9000 rpm. The log file was sent for analysis due to suspected clot in pump. The log file confirmed the pump stop on (B)(6) 2019 due to the motor stop command being pressed on the system monitor. Since that time, the pump power had been at a baseline number of around 5w with the exception of a lone power elevation on (B)(6) 2019 of 11.7w. This was associated with a pulsatility index (pi) event. Ramp echocardiogram highly suggestive of pump thrombus, which was the suspected cause of elevated ldh. The patient was treated with heparin and aggrastat infusions with coumadin and aspirin initially. The patient was on coumadin, aspirin, and dipyridamole. Ldh trended down and stabilized at higher level than patient historically presented with, international normalized ratio (inr) therapeutic. Patient deemed not suitable for pump exchange by surgical and medical teams so the patient continued supportive care. No further information was provided.